Event description:
The customer tested his blood glucose using his contour meter and his wife's contour meter. The customer's meter read 256 mg/dl, while the other meter read 122 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.